Manufacturer narrative:
(B)(4). Information was not provided by the user facility.

Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device delivered malformed staples. A clip applier was used to complete the procedure. There was patient consequence.